Event description:
It was reported by the rep the device was used for a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon was using the tsw35 during a laparoscopic assisted vaginal hysterectomy. It was fired one time and then was reloaded. It would not fire. The surgeon stated the jaw appeared to jam on the top. The jaw dislocated on top behind the reload. A new one was opened and used without difficulty. There was no consequence to the pt.